Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the customer to receive a replacement pump, advised them of the steps to take upon receiving it, and confirmed shipping details. Additionally, the customer was informed about training available with the new pump and provided instructions for returning the faulty device.